Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple attempts to use the catheter sheath during an implant procedure, the end of the sheath had broken. The lead had subsequently dislodged during sheath removal and was then repositioned to remain in use. No patient complications have been reported as a result of this event.